Manufacturer narrative:
Postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor burst and subsequently leaked into the unopened over pouch. The device had been filled with 6000mg cefazolin in 0.9% sodium chloride.this issue was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from march 10, 2022 - march 11, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which showed fluid inside a green bag that contained the sample which suggested leak may have occurred. The photo did not show a ruptured bladder. Therefore, the ruptured bladder was not verified. The cause of leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.